Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: fiber was found in the operating theatre. Using a cerclage cable for osteosynthesis for distal femoral fracture, the wrong section was selected with the pliers; the cable crumbled and one fiber was found in the theater. This report is on a 1.7mm cable with crimp. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records for lot p142110 revealed the cable w/crimp -sterile was manufactured by (B)(4), dated 1/26/13, for 200 parts. The product conformed to all requirements. The certificate of compliance was dated 1/22/13. (B)(4) parts were released to the warehouse on 1/29/13. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the investigation is ongoing. Placeholder.

Manufacturer narrative:
An investigation was conducted and it states that the 15mm long fragment of a cerclage cable was returned. Based on the provided information, the cause of this occurrence can not be defined. The microscopic view of the fragment did show no anomalies. The fracture face on both sides is homogenous which indicates material conformity. The manufacturing documents of the lot in question were reviewed and no complaint related issues were found. No final conclusion is possible.